Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The device has not been returned for evaluation. The cause of the aic alarm issue was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported automatic impella controller (aic) red alarms was not producing correct sequence of beeps or audible tone. There was no harm or injury to the patient. No additional information provided.